Manufacturer narrative:
It was reported that the surgeon had trouble getting full extension even after 4mm of distal femoral resection. The case was completed successfully with no other issues or patient inconvenience. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon had trouble getting full extension even after 4mm of distal femoral resection. The case was completed successfully with no other issues or patient inconvenience.